Event description:
It was reported by the customer "the needle on the accucath device did not retract when the button was activated". It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failures was unconfirmed because the problem could not be reproduced. The product returned for evaluation was two 20ga x 2.25¿ accucath ace peripheral IV catheter assemblies. The samples were received with their original opened packages. Both samples were received with the catheters advanced and neither catheter was returned for evaluation. The safety buttons were activated and both needles were fully withdrawn into the housings. Microscopic inspection of the samples revealed that all of the components appeared well formed and unremarkable. The safety buttons, springs, needle carriers and needle retention features were undamaged and functioned as intended. Both safety mechanisms were disengaged and the needles were reset. Subsequent activation of both safety mechanism was successful and unremarkable. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs4108 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regs4108) have been reported from the same facility.

Event description:
It was reported by the customer "the needle on the accucath device did not retract when the button was activated" it was reported this occurred with two devices. This report addresses the second device.